Event description:
A site reported to rxsight that a light adjustable lens (lal) was inadvertently implanted backwards.

Manufacturer narrative:
Manufacturer reference (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section g4.